Event description:
It was reported that the patient had the artificial urinary sphincter removed due to. Unspecified reasons a new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. At a later date on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient experienced recurring incontinence. The patient outcome was good and the patient was dry.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to. Unspecified reasons a new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. At a later date on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.